Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave a remote alert indicating the x-ray computer was not accessible. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray computer was not accessible, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.